Event description:
It was reported that one week post implant the atrial lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.